Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 14504921/14453869.

Event description:
It was reported that the patient experienced inadequate stimulation. It was also noted that the implantable pulse generator (ipg) was no longer working as intended. The patient underwent an ipg and spinal cord stimulation (scs) lead replacement procedure. The patient was doing well postoperatively. All explanted device components will not be returned.